Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the no foam hose in the unicel dxc 600 pro synchron chemistry analyzer came loose from the bottle and caused leaking. The hose was reattached and no further leaking was observed. No injury was reported.

Manufacturer narrative:
Level sense was not working properly so bci cts (customer technical support) directed the customer to move sensor circuit closer to bottle to give correct reading. This resolved the issue. No service was requested for this event. The issue was resolved through troubleshooting with the cts.